Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the pump was returned to mmdg for investigation the pump motor had failed, causing the pump to alarm error codes 10 and 12. Because of the error codes mmdg could not perform volumetric testing, and were not able to replicate or confirm the reported complaint. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump motor was not working. They stated it was damaged. Mmdg followed up with the initial reporter who stated that this occurred during testing and that they had no further information about the complaint. (B)(4).